Event description:
A (B)(6) female patient contacted zoll customer support that her battery charger would not charge her battery packs. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. Upon eval, the power unit was defective. The cause of the defective power unit is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective charger. The patient received a replacement charger.